Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the right ventricular lead exhibited oversensing. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Documentation revealed a patient alert for low ventricular lead impedance. Ventricular testing found that the lead exhibited loss of capture. The device was reprogrammed. The patient would be monitored routinely.